Manufacturer narrative:
Stryker product analysis center (pac) evaluated the customer's device and observed that the controls were unresponsive and the device would not detect the defibrillation electrodes. It was noticed that that there was widespread corrosion of plated contact surfaces and white flecks throughout the device. The returned batteries had corroded contacts and white residue. Further scanning electron microscopy and elemental analysis identified that corrosion was caused by salt contamination. The likely cause of the reported issue was determined to be due to environmental exposure. The customer was provided with a replacement device. The device was archived by stryker.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the controls on the customer's device were inoperative and the device would not detect the defibrillation electrodes. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.